Event description:
It was reported that noise was observed on the atrial lead. The patient has a history of atrial flutter. Programming changes were made. The patient was stable with no adverse health consequences.

Event description:
New information received indicated that oversensing noise causing inappropriate mode switch was observed via in-clinic and remote transmission.